Event description:
It was reported that after an -excessive force with her left arm- the patient complained of worsening shortness of breath. Device evaluation found lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.